Event description:
The subject pacemaker was implanted on (B)(6) 2020 with good measurements. One week later, on (B)(6) 2020, the patient was in sinus rhythm with an unstable ventricular threshold at 3v/1ms in both unipolar and bipolar configuration, but stable lead impedance and sensing.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2020 with good measurements. One week later, on (B)(6) 2020, the patient was in sinus rhythm with an unstable ventricular threshold at 3v/1ms in both unipolar and bipolar configuration, but stable lead impedance and sensing.